Event description:
It was reported in a literature article that a retrospective review of the inpatient sample database for spinal fusion procedures between 2002 and 2006 found that of 13972 patients who underwent lumbar fusion procedures using bmp, 281 patients developed wound-related complications such as seroma or hematoma. The literature article did not specify if bmp-2 or bmp-7 was used.

Manufacturer narrative:
Products from multiple manufacturers were reported in the literature article. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.